Event description:
Customer reported receiving erratic readings of 80 mg/dl, 280 mg/dl, and 330 mg/dl on her adc blood glucose meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported she experienced "symptoms of hyperglycemia." There was no report of self-treatment or third-party medical intervention. Customer was contacted in follow-up and it was clarified there was no medical event associated with the complaint. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.